Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) reviewed device data and noted that this should be treated as a true positive and recommended device replacement. This device was subsequently explanted and has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.